Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: pump reboot events were observed in the black box history. A crack was observed on the battery compartment. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection. A power loss and reboots were duplicated. A test cap was used and the pump powered on normally with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked and that the battery cap couldn't secure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.